Event description:
It was reported that the right ventricular lead had high threshold and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical device: product ID: p1501dr, implantable pulse generator, implanted: (B)(6) 2006. (B)(4).